Event description:
It was reported that post-op to the sleeve gastrectomy procedure, the team coordinator stated they had an enseal that according to the doctor, it did not seal vessels properly in the case. He had to bring the patient back for bleeding today. It was unknown how the case was completed and if there were any patient consequences. No other details could be provided at this time.

Manufacturer narrative:
(B)(4). Batch #: x95d3m. Additional information was requested and the following was obtained: after the first five centimeters on the greater curvature, the handle started jamming when the surgeon was trying to close it. The device would not reopen the jaws without burning or cutting the tissue. He said it appears the vessels were not sealing properly. He quickly replaced the device with a new one. The second device caught a little but it sealed okay. Device is available for return. The procedure began with the reported nslx145c and then was completed with a second nslz145c. Also reported was that there were no patient consequences. It was shared that the patient was brought back to the or but the surgeon shared with me that it was not related to the lack of sealing he experienced with the first enseal device. Which vessel(s) was both the devices used on to seal? Short gastrics. What other instruments were used in the original procedure? Please be more specific; a signia stapler, endo stitch, etc. Was the end tone heard during each sealing sequence when using the device in the original procedure? Unknown. Did the surgeon experience any generator alert screens during the original procedure? Unknown. Was the source of the bleeding identified? Unknown. If yes, was that source where the enseal was used? Were similar bleeding issues that were found post-op occur during the original procedure? Unknown. How was the bleeding addressed? Unknown. Were any blood transfusions required? Unknown. What is the patient's current status? Surgeon shared that the patient was doing well. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can the surgeon confirm that the bleeding that required the patient to be brought back to the or was not from the short gastrics? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found. No issues were noted with the opening and closing of the jaws. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. No product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot/batch x95d3m, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2022. Additional information was requested and the following was obtained: doctor's pa said that the bleeding did come from the short gastrics.